Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon was not able to take control of the instruments. The isi technical support engineer (tse) found no related errors in logs. The customer was using a dual surgeon side console (ssc) set up with a resident at the other ssc. The tse shared the possibilities of having universal surgical manipulators (usm) assigned to another ssc or having the camera usm clutched. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the master tool manipulator (mtm) due to grip not being recognized. The bumper was not present on the gimbal most likely due to a broken spring in grip assembly. The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). The reported failure of grip calibration failure/broken grip was replicated during calibration. The outer grip spring and inner grip spring will be replaced.